Event description:
We are investigating and trialing a new bite block with a foam element due to three occurrences of dental damage with us endoscopy maxi bite block over past 12 months. One was the dental crown and part of the tooth was spat out after the transesophageal echocardiogram (tee) and cardioversion once the patient woke up. The other two were during removal of the bite block after esophagogastroduodenoscopy (egd) procedures.